Manufacturer narrative:
The device has not yet been rec'd for eval. Should new relevant info be rec'd, a supplemental form will be completed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater. Pt is (B)(6) years old.

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. Customers' blood glucose level was 240 mg/dl.